Manufacturer narrative:
(B)(4).

Event description:
As indicated in the journal article "fully-covered esophageal stent migration rates in benign and malignant disease: a multicenter retrospective study", its reported that the patient required removal of the esophageal fully-covered self-expanding metal stent and replaced due to a "clinically relevant migration (defined as stent migration requiring replacement) in benign indications."